Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found that the assembly was out of specification electrically, and that it failed the debug test due to a serious component burn.

Event description:
It was reported by the patient that after a storm went through the remote monitor was no longer receiving power. A new power cord did not resolve the issue. The monitor was replaced. No patient complications were reported as a result of this event.

Event description:
It was reported by the patient that after a storm went through, the remote monitor was no longer receiving power. A new power cord did not resolve the issue. The monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.